Manufacturer narrative:
The insulin pump received with currents in spec. No unexpected off no power or low battery alarm. Device passed rewind test, basic occlusion, occlusion, prime, excessive no delivery test and displacement test. Device had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and cracked lcd window. No motor communication error alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received off no power alarm and communication error alarm. The customer's blood glucose was 384 mg/dl at the time of incident. The customer stated that the off no power error alarm occurred more than once. The insulin pump was returned for analysis.